Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Our engineers reviewed the samples provided by your facility, however the devices received were within product specifications. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review. Engineering and manufacture team could not confirm or associate the reported defects because, 3 samples were received with complete activated safety device and 1 sample was received with exposed needle. This last sample was activated manually without any problem.

Event description:
Material no: 383323, batch no: unknown. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the nurse noted increased resistance when removing the needle from the catheter and that the safety shield failed to deploy. The following information was provided by the initial reporter: event description per attached global complaint form states, "IV successfully placed, but when removing the needle the safety did not deploy. Also, rn noted increased resistance when pulling the needle out of the catheter."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 383323 batch no: unknown. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the nurse noted increased resistance when removing the needle from the catheter and that the safety shield failed to deploy. The following information was provided by the initial reporter: event description per attached global complaint form states, "IV successfully placed, but when removing the needle the safety did not deploy. Also, rn noted increased resistance when pulling the needle out of the catheter."